Event description:
I am an oncology patient fitted with a bard power PICC and have noticed that the two lines extending from my body, which are used to draw blood have become crimped. Once the locks are removed to draw blood from either line, the lines do not have enough elasticity to return to their normal position, causing several problems for the nurse assistance responsible for drawing my blood.